Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the auxiliary water channel contained white residues. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer could not be identified. The most probable cause of the additional malfunction identified during investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device scope was not capturing images. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.